Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the available information, device malfunction could not be verified and the reported complaint was non-verifiable. No pictures or x-rays were provided for the reported event. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the screw (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA /hhe/ d /ie/product holds for the reported device related to the reported event. Complainant reported screw fracture. The reported complaint could not be verified as no product was returned and no pictorial evidence was provided by the customer. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported an screw (iunihg) fractured inside the implant. Implant remains implanted at the time of this report.